Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6) was returned for analysis and log files were submitted for review. Data from the reported event date of 05jan2025 was reviewed. A backup battery fault alarm activates at 00:49:33 due to the backup battery not passing the load test. Backup battery faults were active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. The system controller (serial number: (B)(6) was returned for analysis. The system controller was functionally tested and passed all testing. The system controller was able to operate a mock loop for an extended period of time. The reported backup battery fault alarms were not reproduced. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the [patient had a backup battery (ebb) fault. This was the second fault on this controller. A self-test did not resolve the alarm, so the controller was exchanged and the alarms resolved. Log files were sent for review. The event log captured ebb faults starting intermittently (B)(6) 2025 at 0049 then more frequent (B)(6) 2025 at 0103 and continued for the remainder of the log file. It appeared the ebb failed the load test resulting in these faults.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.